Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (intermittent image) was not confirmed; however, service found that the image was noisy when shaking the connector due to the connector being defective. In addition, service found the battery on the printed circuit board had run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, there was poor contact that led to an intermittent image issue. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation was unable to confirm the reported problem of an intermittent image, but a flickering image was found due to a faulty video connector socket. The specific root cause of the faulty connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.